Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported they had a code blue incident where a patient required medical intervention using a lifepak 20e defibrillator. The clinical users indicated when administering a shock, the patient was burnt and sparking was happening on the electrode, most likely from the connection from the wires to the electrode pad. The clinical users stated they did not have issues attaching the pad to the patient and the patient did not have a lot of hair on their body. The product was sticking fine. The customer stated that they saw that the quik-combo therapy cable that connects from the defibrillator to the electrodes had not been replaced in a while, which they believe they typically replace those every 3 years so that part was replaced. They did not observe any burning or defects on the exterior of the quik-combo. They looked over the defibrillator and could not find an issue as there were no error codes on the device. The customer further stated that they were able to administer shocks after they swapped for new pads and defibrillator; the patient eventually expired due to other underlying problems non-related to this event. Additional information received on 07oct2024 stated that on the first shock the clinical users smelt something burning but still attempted to shock and on the second time sparks and smoke was noticeable. The patient did not receive treatment for the burns as they were declared expired shortly after the event. The burns were described as moderate harm. The defibrillator was initially used as the patient had ventricular fibrillation. The customer stated that it is not clear if this was the main cause of death or if there were other underlying conditions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
On 16oct2024, the customer provided a lot number. D4 lot number, expiration date and UDI # were updated accordingly.

Event description:
The customer reported they had a code blue incident where a patient required medical intervention using a lifepak 20e defibrillator. The clinical users indicated when administering a shock, the patient was burnt and sparking was happening on the electrode, most likely from the connection from the wires to the electrode pad. The clinical users stated they did not have issues attaching the pad to the patient and the patient did not have a lot of hair on their body. The product was sticking fine. The customer stated that they saw that the quik-combo therapy cable that connects from the defibrillator to the electrodes had not been replaced in a while, which they believe they replace every 3 years so that part was replaced. They didn¿t observe any burning or defects on the exterior of the quik-combo. The package and pads were not saved. They looked over the defibrillator and couldn¿t find an issue as there were no error codes on the device. The customer further stated that they were able to administer shocks after they swapped for new pads and defibrillator; the patient eventually expired due to other underlying problems non-related to the event. Possible lot 402329x. Additional information received on 07oct2024 stated that on the first shock the clinical users smelt something burning but still attempted to shock and on the second time sparks and smoke was noticeable. The patient did not receive treatment for the burns as they were declared expired shortly after the event. The burns were described as moderate harm. The defibrillator was used as the patient had ventricular fibrillation. It is not clear if this was the main cause of death or if there were other underlying conditions. Additional information received on 16oct2024 stated there was a strong smell of smoke/burnt hair/fire in the room. A fire extinguisher was brought into the room as a precaution during the remainder of code blue.